Manufacturer narrative:
The p-cap / reservoir locked properly during testing. Insulin pump passed rewind, seating, basic occlusion, occlusion, force sensor, self test and displacement test. No unexpected insulin flow blocked alarms were noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump had insulin flow blocked alarm and insulin was exited. Customer stated they changed reservoir 6 times and infusion set 4 times. Troubleshooting was performed. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.